Event description:
It was reported that during the total hip replacement, the surgeon was unable to insert the polyethylene liner into the cup. The operation delayed for 5min and was continued by replacing it with another new prosthesis. The procedure was completed using a new liner and a new cup. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: china customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 visual examination of the returned product identified inner and outer spherical surfaces gouges and scratches for the liner. Locking barbs, taper wall, and anti rotation scallops show gouges, indentation, and deformation damage from attempted implant. No other damage was noted. All measured dimensions were conforming to specification. Review of the device history records identified no deviations or anomalies during manufacturing for the liner. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
There is no update to the prior event description provided.